Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 225 and 110 mg/dl. Tests were done within 10 minutes. Pt is using expired strips. Pt did not experience any adverse events. No further info has been reported.